Manufacturer narrative:
Device evaluation of battery packs sn (B)(4) and (B)(4) were completed. The reported problem was not confirmed. Upon receipt the batteries were able to power on a monitor and were able to charge. There was no battery malfunction. There is no indication that the batteries were leaking any liquid. There is no indication that the batteries had any liquid contamination. As the batteries were not leaking any liquid, it is unknown what caused the patient's eye to burn.

Event description:
A us distributor contacted zoll to report that a patient reported that there was yellow liquid leaking from his battery pack. The patient reported that he touched his eye after touching the battery pack, causing his eye to burn. Follow-up indicated that the patient was no longer experiencing any issues. It is unknown at this time what kind of liquid was coming out of the battery pack. The patient's battery pack was returned to the manufacturer on 10/26/2018 and the evaluation is currently underway. A supplemental report will be submitted upon completion of the battery evaluation.

Manufacturer narrative:
It is unknown at this time what kind of liquid was coming out of the battery pack. The patient's battery pack was returned to the manufacturer on 10/26/2018 and the evaluation is currently underway. A supplemental report will be submitted upon completion of the battery evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient reported that there was yellow liquid leaking from his battery pack. The patient reported that he touched his eye after touching the battery pack, causing his eye to burn. Follow-up indicated that the patient was no longer experiencing any issues. It is unknown at this time what kind of liquid was coming out of the battery pack. The patient's battery pack was returned to the manufacturer on 10/26/2018 and the evaluation is currently underway. A supplemental report will be submitted upon completion of the battery evaluation.